Manufacturer narrative:
There was no attempt to inflate the stent. It was reported that the catheter/ delivery system deformed, but did not kink. Intervention was required to remove the device from the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: a kink was evident on the transitional shaft, 2cm proximal to the exchange joint. Tactile testing confirmed kink. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 4th and 5th distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a lesion. The lesion was pre-dilated. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the catheter/ delivery system deformed. Removal difficulties were encountered prior to stent deployment. The stent was not deployed successfully. The product was difficult to remove from the patient. No patient injury was reported.